Event description:
A (B) (6) female pt contacted zoll lifecor customer support to report that both of her batteries appear to begin to charge properly but after about 3 minutes, the charger displays a red flashing bad battery icon. A review of the downloaded data showed charger faults with both of the pt's battery packs. The pt's suspect charger was replaced.

Manufacturer narrative:
Device eval summary: device eval of charger (B) (4) has been completed. The reported problem was confirmed. The cause of the charger faults was a faulty q1 transistor in the charger. Q1 is a fzt1149a pnp high gain transistor used in the charging circuit. The root cause of the q1 failure cannot be positively determined. No adverse event resulted from the faulty charger. The pt was provided with a replacement charger.